Event description:
Received information stating the customer received an altitude alarm. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
The product has been received for evaluation; however, evaluation is not yet complete. A follow-up medwatch report will be submitted.